Event description:
It was reported that during device change, the right ventricular (rv) lead was tested and found to have low impedance. Insulation failure was suspected. The rv lead was capped and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.